Event description:
An 84-year-old female patient underwent a fevar procedure in which the zenith fenestrated aaa endovascular graft proximal body-g32533, zenith fenestrated aaa endovascular graft distal bifurcated body-g32551, zenith flex with spiral-z technology aaa endovascular graft iliac leg-g55219, and zenith flex with spiral-z technology aaa endovascular graft iliac leg-g55225 were used. Access/pre closure bilateral common femoral arteries. Delivery of the proximal fenestrated endograft on the patients¿ left. Right renal artery was successfully stented. Dissection of the left renal artery during the implant procedure.